Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope has weak or ineffective air/water flow. There was no report of patient harm associated with the event. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to clogging of the nozzle, the air and water supply volume (as well as water removal ability) did not meet the standard value. In addition to foreign objects found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, the play of the up/down knob was out of the standard value; the bending section cover had a scratch; the adhesive on the bending section cover was chipped, cracked and had a white clouded area; the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; switch buttons one and four (1 and 4) were scratched, the plastic distal end cover had a dent, and the connecting tube had a dent and a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.